Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer report number: 2017865-2020-17229. It was reported that the system was explanted due to a pacemaker pocket infection. The patient was stable.